Event description:
The customer reported a leak at the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The volume of the leak was about 3 ml and was contained within the instrument. The customer was running patient samples and the instrument was generating 'probe not in' errors when the leak was noticed. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing on the center section of the bsv was loose. The fse replaced the tubing, which repaired the leak. The fse was unable to reproduce the 'probe not in' error. The repairs were verified per established procedures. (B)(4).